Event description:
A report has been received where the stem bearings in the front are wobbly. It learned in speaking to the reporter that the stem caps were taken off improperly by the transport company. The repair has been completed. If any further information or evaluation is completed a follow up report will be filed. The serial number is unknown. There is no report of injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. The owner's manual part number 1122145, rev.I(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.